Event description:
During a CABG procedure, the suture broke. The surgeon applied another product without patient injury.

Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.